Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the tubing. There was no impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, the customer was able to complete the fill tubing process successfully and resume insulin delivery.